Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, a balloon pinhole ruptured upon second inflation at 12 atmospheres for 30 seconds. The device was removed without any problem and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.